Manufacturer narrative:
Correction: section d6a should have been originally submitted without a date as the system controller is not implanted. Manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following the reported event of driveline communication fault alarms. A review of the submitted system controller event log file (B)(6) spanned approximately 16 days (18dec2025 ¿ 02jan2026 per time stamp). On 01jan2026 at 09:23:14, the driveline communication fault alarm was active due to a com_a_fault. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted system controller event log file (B)(6) spanned approximately 5 days (02jan2026 ¿ 06jan2026 per time stamp). From the beginning of the log file, the driveline communication fault alarm was active due to a com_a_fault. The alarm resolved on its own at 15:31:49 and reactivated at 03jan2026 at 01:56:20. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file the system controller was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The returned modular cable was further tested and found to have wire fatigue on the com a wire and is the root cause of the alarm. Additional information provided stated that the alarm resolved after the controller and modular cable were exchanged. The reported event was not correlated to an issue with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Additionally it was identified during investigation there were incidental findings of wire fatigue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 01jan2026 the patient began experiencing driveline communication faults. The alarm would not clear with self-tests. The patient's connections were checked, and no issues were found. The alarm was cleared to see if it would recur. Log file review was requested which revealed communication faults starting on (B)(6) 2026 and continuing for the rest of the log file associated with a single com_a fault. Per the site, the patient's driveline looked good and there was no obvious trauma. Since the communication faults had not yet recurred, no equipment would be exchanged. On (B)(6) 2026, additional information was provided that the patient's modular cable was taped in 2 spots due a small hole in the outer layer. On (B)(6) 2026, it was reported that the driveline communication faults returned after being cleared on (B)(6) 2026. The modular cable and system controller were exchanged which resolved the alarms. Log file review was requested which revealed driveline communication faults on (B)(6) 2026. No other unusual events were noted. No corrosion to the modular cable connector or pump side connector was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.